Event description:
Following a diagnostic catheterization procedure in november 2002, a vasoseal es was deployed. Manual pressure was applied for approximately five minutes. When pressure was relased, a strong arterial bleed occurred. A femostop was applied and hemostasis was achieved. The right leg was noted to have decreased pulses, was cool to the touch, mottled in color. The pt was discharged home. The pt was later taken to surgery for an embolectomy of the right leg. No other info was available.